Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 6.1 cubie pocket d3 had failed to release. A field service engineer (fse) found cubie in auxiliary drawer 6.1 cubie pocket d3 was missing. The customer recovered the storage space, and fse reseated the rowboard cable. After repair, no errors or failures could be recreated in the main or test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie did not release during the recovery and reseating cables and rebooted issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from other sources, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.